Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coils) and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a smart coil in the target vessel using the microcatheter. While attempting to advance another smart coil, it became stuck and would not advance from the starting position within the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock and a pusher assembly kink near the mid-joint. If the mid-joint is retracted into the friction lock, resistance may be experienced during advancement, and damage such as a pusher assembly kink may occur. During functional testing, the smart coil was able to advance from its returned position within the introducer sheath with resistance; however, additional resistance was experienced while advancing the pusher assembly kink through the introducer sheath friction lock, and the smart coil could not be advanced any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.